Event description:
The customer alleged they received questionable n-terminal pro b-type natriuretic peptide (pbnp) results for one patient on their e411 analyzer. The patient's initial pbnp result was 55.52 pg/ml and it was reported outside the laboratory. Since the initial result did not match the patient's previous pbnp result, the sample was repeated. The second measurement produced an error message. The sample was transfer from the primary tube into a sample cup. The third repeat measurement produced a result of 13253 pg/ml and it was reported outside the laboratory. There were no adverse events. The pbnp reagent lot number was 173210 and the expiration date was 11/29/2014. The field service representative went on site for an instrument check. The pipettor was re-adjusted for the sample collection tube the customer used. He checked that the dispensing and measurements on the analyzer were ok. It was noted the customer tipped the sample tube after centrifugation to look for clots, which could leave sample on the side of the tube that could contributing to liquid level detection errors. A definitive root cause could not be determined. A general reagent or analyzer issue could be excluded.

Manufacturer narrative:
This event occurred in (B)(6).